Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 186mg/dl and meter to meter concern of 146mg/dl (true metric air) and 114mg/dl (another meter). The customer's expected fasting blood glucose test result range is 95 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017 a back to back blood test was performed by the customer fasting and produced test results of 140 and 186mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 11/25/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer called with concerns regarding their meter reading high. The meter's time is not correct.